Manufacturer narrative:
Type 2 diabetic reported to valeritas customer care that "her blood sugar was 483 yesterday and 320 this morning." The hcp gave the patient. An injection of insulin to bring blood sugar back down. No further information was provided. Device was not returned. Root cause could not be determined with the information that was provided.

Event description:
Type 2 diabetic reported to valeritas customer care that "her blood sugar was 483 yesterday and 320 this morning." The hcp gave the patient. An injection of insulin to bring blood sugar back down. No further information was provided. Device was not returned.